Event description:
Reportedly, when an attempt was made to analyze the patient ECG, the device would not respond to actuation of the analyze switch. CPR was administered to the patient. Later in the use, a successful analysis of patient ECG was completed with a no shock decision rendered. The patient was not resuscitated. The reporter stated that the patient outcome was not the result of the reported discrepancy, due to a lack of patient viability.